Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The following physical damage was found: cracked casing at a display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that all of the buttons on his insulin pump were either unresponsive or he had to press the buttons multiple times in order to receive a delayed response. The patient's blood glucose at the time of incident was 180 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.